Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the same multiple malfunction alarms occurred. Reportedly, the customer did not follow up with cts and further information was unable to be obtained. The customer reverted to alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.